Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon noticed that the tibial component appears to shift slightly posteromedial while implanting despite following the surgical technique. The surgeon was not concerned regarding the slight shifting. Attempts have been made and all available information has been provided.